Manufacturer narrative:
To inform that the section was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 44 mg/dl. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.